Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. The lens haptic tore upon insertion into the eye. The lens was removed. No patient injury. It was unknown what caused the haptic to tear. The cartridge model that was used was a aq cartridge fp. The facility was unable to provide the injector model or the injector and cartridge lot numbers.